Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding UDI # (B)(4). Adding patient identifier: d.s. Adding implanted date: (B)(6) 2023 adding explanted date: (B)(6) -2023 this is a follow up report for this additional information. Device received for this event is being corrected from unk atis implant catalog # unk atis implant to astratech impl ev 3.6s 11mm os catalog # 26313. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 medical device problem code - 3190 the correct codes for this complaint are: medical device problem code - 1863 this is a follow up report for this corrected information.